Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank screen. Customer¿s blood glucose level was 106 mg/dl. Customer stated that the insulin pump had blank screen after changing the battery. Troubleshooting was not performed. The insulin pump will not be returned for analysis.